Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. Two mitraclips were implanted, reducing mr to a grade of 1. On (B)(6) 2024, an echocardiogram was performed and revealed that the mr had increased to a grade of 4+. The two implanted clips remained stable on the leaflets. In the physician's opinion, the recurring mr was due to progression of disease. On (B)(6) 2024, the patient returned to the hospital for a mitral valve replacement. The physician stated that the mitraclip xtw had opened, causing mr to increase.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked. The reported recurrent mr appears to be related to the clip opening. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and surgical intervention were results of case specific circumstances as the patient returned to the hospital for a mitral valve replacement. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. Two mitraclips were implanted, reducing mr to a grade of 1. On (B)(6) 2024, an echocardiogram was performed and revealed that the mr had increased to a grade of 4+. The two implanted clips remained stable on the leaflets. In the physician's opinion, the recurring mr was due to progression of disease. On (B)(6) 2024, the patient returned to the hospital for a mitral valve replacement. The physician stated that the mitraclip xtw had opened, causing mr to increase.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.